Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The master tool manipulator (mtm) was analyzed and the reported failure was able to be reproduced during the sine cycle.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to solve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site had some recoverable errors that kept coming back on the second surgeon side console (ssc). Errors 25595, 25596 and 23009 were present in the logs. Prior to calling, the customer disabled the arm and continued with the other ssc to complete the procedure. The procedure was completed as planned with no reported injury.